Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Effective stimulation was restored post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg could no longer communicate with the external devices following an unrelated surgery on (B)(6) 2017. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address the issue.